Manufacturer narrative:
This report is being supplemented to provide additional information including the device evaluation results and the legal manufacturer's final investigation. Additionally, no was selected for (d8) was this device serviced by a third party?, (d9) returned to manufacturer date was added, (h3) device evaluated by manufacturer was updated to yes, and (h4) device manufacturer date was added. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the image was dark due to the missing component (cold light prism/light guide cone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the missing component was determined to be consistent with device handling, impact or fall damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "trueview ii", 4 mm, 0°, autoclavable does not have the cold light prism. The event occurred during a therapeutic an ear, nose, throat procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.